Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 329 mg/dl. No significant events leading to the alarm were recalled. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage to the keypad traces, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection.